Event description:
The manufacturer received information alleging a ventilator circuit disconnect alarm condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. During evaluation, the device failed a step during testing and "service required" codes were observed in the device's downloaded error log. The device's sensor board, interface board and oxygen blending module board were replaced to address the issue.